Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
Battery charger board 1 was returned to manufacturer, analysis of the charger board could not confirm any failure as it passed functional output bench testing and visual inspection. The board functioned as expected. 2d and 3d imaging were successful. No functional problem found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Replaced the battery charger board 1 and 2. Also replaced all 38 batteries. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by manufacturer for analysis.

Event description:
A biomedical engineer from the site reported that when attempting to take 2d shots, the imaging system makes a faint beep and the x-ray battery indicator is depleted. He was unsure if they were able to get the 2d image to come across. This occurred when they were performing gain calibrations on the imaging system. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect battery charger was returned to the manufacturer for evaluation. Testing found that the output on one channel of the charger was out of specifications, indicating an electrical failure mode.